Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon was able to retrieve the needle and applied another device to complete the procedure. The hospital has reported no patient injury occurred.